Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a micro-stent implant procedure, a patient experienced hyphema. On postoperative day three, the device is occluded and the hyphema is still present, therefore the patient was back on drops. The patient had "quite a significant bleed, including into the vitreous".

Manufacturer narrative:
No sample has been returned for evaluation for the report of hyphema and occlusion; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Possible root causes are that postoperative stent obstruction and hyphema are an established risks associated with use of the system that is clearly specified in the product instructions for use (IFU). (B)(4).